Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was for the last 3 months patient couldn't recharge the ins. At first by resetting the controller it worked for them but eventually it stopped working. They stated couple of weeks ago they got an error message stating to call the manufacturer. Last night the patient recharge the ins and the battery was at 50% and after a couple of minutes it goes down to 0%. The patient spoke with a representative about a month ago but was advised to call patient services instead. During the call agent had the patient reset the controller and confirmed there was no damage with the controller port. Patient did not have their recharging equipment with them at the time of the call to troubleshoot. Agent advised the patient to call patient service back once they have their equipment for further troubleshooting. Patient mentioned they didn't know their healthcare provider (hcp) and was advised to call their patient representative. Patient called back stating they got a hold of rep today and rep ran through troubleshooting with patient then redirected patient to patient services to order a new replacement controller. Patient repeated how they first notified rep listed a month ago when the issue first began. Patient confirmed they are seeing an error message to call the manufacturer, but they do not recall what the error message was. Patient stated they already ran through troubleshooting earlier with patient services agent and again with rep. Patient still did not have recharger with them at the time of the call. Agent reviewed troubleshooting procedures and role of patient services, and patient disconnected call. Patient made side comment that they texted the message to their rep listed in original call note, but does not have photo of message anymore. The issue was not resolved. The rep later called in and reported that the patient's controller is not working and they need a new one. Caller stated that when the patient goes to charge the implant, the implant battery will show 50% and then within a few minutes, the implant will be completely discharged this issue started probably 3 months ago. Caller noted that they went over intensities with the patient and they are very low. Caller mentioned that the recharger was replaced about 3 months ago. The patient was redirected to their healthcare provider to further address the issue. Caller also mentioned that they are calling in behalf of the patient as the patient time does not meet with ours. On 2025-apr-24 the rep reported they were not aware of the issue and do not have additional information, but will reach out to the patient once they receive the proper equipment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.